Event description:
A customer contacted beckman coulter inc. (Bec) hotline in regards to erratic digoxin results that were initially above the therapeutic range of the assay for one patient. The results were generated by the unicel dxi800 access immunoassay analyzer. The results were reported out of the laboratory. The samples were repeated on an alternate unit and the results obtained were both above and within the therapeutic range of the assay. The erratic results failed to meet digoxin assay precision claims and the initial result above the therapeutic range of the assay was not corrected by the customer the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient samples were collected in red top tubes with no gel separator. Per customer, patient samples were centrifuged in the automation line centrifuge. Qc performed within the customer's established ranges prior to the event. System check data has not been supplied to date. Service has been scheduled, however a bec field service engineer has not been dispatched for this event to date a root cause for this event has not been determined. Service scheduled.